Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes that could lead to power issues include electrical problems due to open or short circuit, signal loss, and mechanical issues such as stress; deformation; fatigue; mechanical shock; vibration; wear and tear. These causes can occur between components such as power supply; circuit board; sensor; pressure sensor; power cord; connector/ coupler; fuse; power switch; and socket without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device's on/off button was stuck. There were no reports of patient harm.